Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of model pcb00v tecnis monofocal iol (intraocular lens) was not folded when the lens was released. Haptic detached when it was pushed. Resistance during screw rotation was as usual. The lens was removed/replaced and the surgery was successfully completed with the back-up lens. The lens was cut out and the surgery was extended by thirty (30) minutes. There was no patient injury reported. No additional information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/08/2019. Device returned to manufacturer: yes. Device evaluation: the pcb00 product was received in its original package at manufacturing site. Visual inspection using magnification was performed: the plunger and pushrod was observed in advanced position. Residues of viscoelastic material were observed on cartridge. No damaged was observed to the cartridge. The lens returned out of the preloaded device and with a cut related to explant process. Trailing haptic was observed detached, stuck in cartridge and not folded. No damaged was observed with the other haptic. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Based on the analyzed of the returned, there is a potential indication of product quality deficiency. Johnson & johnson surgical vision will continue to monitor the performance of this device through routine tracking and trending processes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.